Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® insulin syringe failed to aspirate insulin during use. The following information was provided by the initial reporter: "consumer reported finding a few syringes from this box that press out air but will not draw up insulin."

Event description:
It was reported that the relion® insulin syringe failed to aspirate insulin during use. The following information was provided by the initial reporter: "consumer reported finding a few syringes from this box that press out air but will not draw up insulin."

Manufacturer narrative:
H6: investigation summary: customer returned a single 0.3ml syringe. The syringe had no immediately observable defects. However, functional testing found that the syringe was not able to draw any fluid. A rod was inserted into the cannula of the needle and an obstruction was found towards the base of the needle hub. A review of the device history record was completed for batch# 1298569. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of the syringe not drawing. No root cause can be determined at this time.